Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient stopped charging their ipg and they lost therapy. The ipg was deemed inoperable. Surgical intervention is planned to address this issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.